Manufacturer narrative:
The hospital indicated that the device was in place for 20 days and that patient had convex teeth. The IFU states under the precautions section that suitability factors to consider include patients with protruding teeth. .

Event description:
It was reported that the patient developed a stage 4 pressure ulcer where the anchorfast endotracheal tube holder rests on the labial oris. The anchorfast was in place for approximately 20 days and was removed to take pressure off of the area. The area was sewn up by ent two days after removal of the anchorfast as the patient was going for a tracheostomy. The patient's teeth were noted to be naturally convex and the hospital felt that contributed to the formation of the pressure ulcer.